Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2010; however, due to a failed ack3, this MDR is being resubmitted on (B)(6) 2010. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device ruptured after filling. The device had been filled with 50 milligrams/milliliter 5-fluorouracil when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through im-CAPA-(B)(4). A follow up report will be submitted if additional information becomes available.